Manufacturer narrative:
(B)(4).this information is being reported from a literature review. No devices will be returned. Therefore, an evaluation will not be performed. Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes.

Event description:
The article, "intraoperative recurrent laryngeal nerve monitoring in thyroid surgery: is it really useful?" By p.g. Calo, g. Pisano, f. Medas, a. Tatti, m.r. Pittau, r. Demontis, p. Favoriti, and a. Nicolosi, evaluates the ability of intraoperative recurrent laryngeal nerve monitoring to predict the postoperative functional outcome and the role monitoring may play in reducing postoperative nerve palsy. Between june 2007 and december 2011, 751 patients were studied that underwent various types of thyroid surgery using the nim system. The article indicates that there were 19 unilateral recurrent laryngeal nerve paralyses, 13 of which were transients, and 6 were permanently damaged. One patient experienced a bilateral recurrent laryngeal palsy, which required a tracheostomy. In total, there were 20 recurrent laryngeal nerve injuries. Of the 20 cases, there were 14 transient cases and 6 permanent cases. There were 6 nim false positives and 2 false negatives.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.